Manufacturer narrative:
The report of ¿causing pain or discomfort¿ was not confirmed. Analysis of the returned lead b found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic analysis and a continuity check of both segments did not identify any broken wires and no opens were found.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers: 1627487-2021-15265, 1627487-2021-15266. It was reported that the patient underwent surgical intervention wherein the system was explanted. The patient stated the device had stopped working and was causing them pain. Further information is currently unavailable.